Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dents and bent on outer tube and dent on the distal edge on the frame and cracked objective lens. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the initial malfunction: cracked objective lens. In regard to the other identified malfunctions, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subjected device shows circle on image. There were no reports of patient harm.